Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional information was received and block b5 describe event or problem was updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded, etc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure the patient experienced air embolism, cardiac arrest, and cardiogenic shock. After the transseptal puncture the farawave catheter and faradrive sheath were inserted into the patient. The sheath was aspirated, and some air was noticed in the sheath shaft and in the aspiration syringe. The air was aspirated out and the patient had no symptoms at that time; however, about two minutes later the patient suffered cardiac decompensation and required resuscitation. An echocardiogram ruled out pericardial effusion and aortic puncture, though severe 3-vessel coronary heart disease was detected. Extracorporeal membrane oxygenation (ECMO) and a percutaneous ventricular assist device were used during resuscitation to support circulation. The patient was resuscitated for a total of two and a half hours. The procedure was cancelled due to the complications. The procedure had been conducted with local anesthesia rather than sedation for the patient. The patient was sent to the intensive care unit (ICU) and ventilated. The patient was unstable and unresponsive, and later expired due to the complications. The patient's heart was no longer able to provide sufficient output on its own, and the patient was no longer able to survive without a heart support system. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient had an ejection fraction of >55% pre-procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure the patient experienced air embolism, cardiac arrest, and cardiogenic shock. After the transseptal puncture the farawave catheter and faradrive sheath were inserted into the patient. The sheath was aspirated, and some air was noticed in the sheath shaft and in the aspiration syringe. The air was aspirated out and the patient had no symptoms at that time; however, about two minutes later the patient suffered cardiac decompensation and required resuscitation. An echocardiogram ruled out pericardial effusion and aortic puncture, though severe 3-vessel coronary heart disease was detected. Extracorporeal membrane oxygenation (ECMO) and a percutaneous ventricular assist device were used during resuscitation to support circulation. The patient was resuscitated for a total of two and a half hours. The procedure was cancelled due to the complications. The procedure had been conducted with local anesthesia rather than sedation for the patient. The patient was sent to the intensive care unit (ICU) and ventilated. The patient was unstable and unresponsive, and later expired due to the complications. The patient's heart was no longer able to provide sufficient output on its own, and the patient was no longer able to survive without a heart support system. The device is not expected to be returned for analysis due to disposal.